Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer dropped the pump and the touch screen became cracked and unresponsive. Subsequently, multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.